Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 383mg/dl. The caller stated that she was vomiting prior to her admission. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and low battery alarms. The drive support cap appears normal. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The customer does not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.